Manufacturer narrative:
(B)(4). Any additional information provided will be submitted in a follow up report. Results of investigation: a vyaire third party service technician was able to verify the customer's reported issue. Bench testing revealed a faulty flow valve. The service technician replaced the flow valve and the reported issue was resolved. The device passed all testing and met all vyaire manufacturer specifications.

Event description:
It was reported to vyaire that the lap top ventilator 1150 was delivering higher tidal volume than what was set. When the device was set to deliver tidal volume 500 mls it would 560 mls. At this time, there is no information of patient injury and/or harm.